Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
This serious spontaneous case, manufacturer control number: (B)(4) is an initial report from germany received on 19-nov-2025 from a pharmacist through diamed (de6510). Initial: this case report concerns a female patient (age not reported) who applied thermacare neck shoulder wrist (batch number: ga1491, expiration date: jan/2028) for an unknown indication. Concomitant medication(s): unknown. Medical history: unknown. On an unknown date, after thermacare neck shoulder wrist initiation, the patient complained about severe burns. The reporter stated that the patient reported that her skin was completely opened and that she didn't lay on the patch overnight. The patient had been using thermacare before. Outcome: burn wound: unknown. The action taken in response to the events for thermacare neck shoulder wrist was unknown. Follow up: follow-up information was received from the pharmacy via email on 26-nov-2025 regarding the consumer's age, therapy date and outcome. The patient was 56 years old. The patch was applied to the lower back it was worn on (B)(6) 2025, for 3 hours. The patient felt better, but the wounds were still open sometimes. Outcome: burn wound: recovering.

Manufacturer narrative:
Investigation report was received on (B)(6) 2025 from qa department with complaint number (B)(4). The plaster was applied directly on the skin. Outcome: burn wound: recovering, intentional device misuse: unknown. A 36-month trend analysis has been conducted. The trend analysis returned a total of 10 complaints for nsw 12hr products during the period (B)(6) 2022 to (B)(6) 2025 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 0.81 ppm; which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw 12hr products. The hazard analysis (B)(4) classifies this type of complaint as a use error- application in wrong location (consumer states she used thermacare nsw 12hr product on her lower back). The potential harm is reduced therapeutic benefit or possible skin burn. The warning labels on the thermacare product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. The most probable root cause is intentional device misuse by the consumer. This complaint complies with the requirements stated in investigation procedure (B)(4) processing consumer complaints, effective (B)(6) 2025 and it is recommended for approval. There are pre-identified risk factors that could cause a burn(s) listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the intentional device misuse. The pi of thermacare neck shoulder wrist mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse event was considered as possible, for the intentional device misuse not assessable. Batch ga1491 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. There were three wrap attribute defects recorded during the production of the batch. There were no additional quality issues identified during the production of the batch. No retain evaluation is required for this complaint as no defect was reported. A visual inspection of the product would not be beneficial as a consumer experiencing burns can't be detected by reviewing the wrap. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation thermacare nsw 8hr product. There is no further action required. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attribute and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.9°c) per nsw 12hr. The most probable root cause is intentional device misuse by the consumer. The consumer stated she used thermacare neck shoulder & wrist (nsw) 12hr products on her lower back. The potential harm for application in wrong location is reduced therapeutic benefit or skin burn. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. In this case, the customer used an nsw wrap on her lower back.

Event description:
Follow-up information was received from the pharmacy via email on (B)(6) 2025: the plaster was worn directly on the skin.